Event description:
On june 24, 2010, the reporter contacted lifescan (lfs) on behalf of the patient alleging that a one touch ultra meter would not power on. The patient indicated that the alleged issue started on (B)(6) 2010, at around 10:00 pm. About 10 minutes after the alleged issue began, the reporter claimed that the patient developed symptoms of weakness and shakiness. At approximately 10:10 pm that same evening, the patient reportedly administered self-care by exercising. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.